Event description:
A painpump catheter broke during pt removal. Resistance was felt prior to the catheter breaking. The catheter broke approximately 7 inches from the distal end where the black radiopaque markings start. The doctor was not to detect the 7 inches of catheter under fluoroscopy and does not believe that a piece of the catheter remains inside the pt. The pump was unsed following a knee scope procedure on an elderly pt.